Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("no desire for sex") and pain ("pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido and pain outcome was unknown. The reporter considered loss of libido, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urination difficulty. No nickel allergies. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2013. Concurrent conditions included urinary incontinence, heavy periods, endometriosis, urinary tract infection, constipation, uterine bleeding, fever, insomnia, vaginal discharge, back pain, bloating, bruising, dizziness, fatigue, headache, nausea and asthma. Concomitant products included marvelon (mircette) from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes") and urinary retention ("urinary tract disorder-urine retention"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("no desire for sex"). The patient was treated with ibuprofen, surgery (to remove essure/hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia was resolving and the loss of libido, cystitis, vaginal infection, bladder disorder and urinary retention outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, loss of libido, menorrhagia, pelvic pain, urinary retention, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she denies heavy bleeding. She denies clots.she denies wound problems. She denies unusual pain. She denies foul odor. She denies fever. She denies chills. She denies nausea. She denies vomiting. She denies diarrhea. Right fallopian tube was then cannulized with essure micro insert without any difficulty, 3 coils left trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound scan - on (B)(6) 2015: not reported on (B)(6) 2016, surgical pathology report: labeled "right ovary tube¿ per container are two purple tan fimbriated fallopian tubes, each 7.0 x 0.6 cm. Each is serially sectioned revealing unremarkable parenchyma. Also submitted within the specimen container are two focally uncoiled silver metallic essure coils each approximately 3.0 x 0.2 cm. Each fallopian tube is representatively sampled. 2ss prz/jm/ejh. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal), menorrhagia,dyspareunia (painful sexual intercourse), dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: bladder, vaginal infection, bladder or urinary problems or changes, urinary tract disorder, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse) and dyspareunia (painful sexual intercourse).concomitant conditions added. Treatment drug added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("no desire for sex") and pain ("pain"). The patient was treated with surgery ( to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido and pain outcome was unknown. The reporter considered loss of libido, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.